Event description:
It was reported the lead exhibited t wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Dtba1d4 implantable cardioverter defibrillator (ICD), (B)(6) 2014.